Manufacturer narrative:
On 5/29/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receive of the device, lot number became evident to be 5961059. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. New information also indicated that the left implant migrated. This report is for the right side. Date of event updated to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/14/2019, after further investigation mentor became aware that the received device lot number( 5961059) does not match with the catalog number that was reported initially. Follow ups are on going to clarify the mismatch., and clarification result will be send accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/17/2019, additional information indicated that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3507275mc, serial number (B)(4), and right replaced with catalog number 3507275mc, serial number (B)(4). There was also issue with ptosis. Country of event was updated to puerto rico. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with mentor siltex round moderate profile 250cc saline breast implants which the right side deflated after implantation. Patient experienced a deflation of the right implant. As a result patient scheduled for removal on (B)(6) 2019.